Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. The device had a misaligned component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the 5th wheel was difficult to engage/disengage. No patient was involved.